Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range impedance measurements for its associated non boston scientific right ventricular (rv) lead. Technical services (ts) was consulted and discussed available data as well as recommending further evaluation of the rv lead. This device remains in service. No adverse patient effects were reported.